Event description:
It was reported to (B)(4) that the tubing of an intermate lv 100 device separated from the device before use. Device evaluation determined that this condition was caused by a lack of solvent at the connection between the tubing and the stress-member. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of separated tubing. The root was determined to be a lack of solvent at the connection between the tubing and the stress-member. This device is a single use device and will be discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.